Manufacturer narrative:
(B)(6). The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributer contacted animas stating that the pump was self rebooting. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box history revealed one power on reset (por) event associated with a battery and a cartridge change on (B)(6) 2013. There was evidence in the pump history of a time and date reset 2 minutes after the por. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no damage found to the battery compartment. The battery cap was not returned with the pump. A test battery cap was used for testing purposes. The test battery secured tightly to the pump and maintained electrical connection. The pump was powered on and displayed the ¿verify¿ screen. The test cap was tightened and then unscrewed ½ turn with no issues with rebooting. The pump was primed and exercised for (B)(4) hours; no power interruptions occurred during testing. The pump¿s cover was removed; no intermittent conditions were found to the power circuit. Unrelated to the complaint, the display screen was found to be discolored. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board malfunctioned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.